Event description:
It was reported that the implantable cardioverter defibrillators (ICD) delivered one shock and one burst of anti-tachycardia pacing (atp) due to far-field oversensing. Technical services (ts) provided troubleshooting recommendations, and the patient has been referred to another medical provider to discuss possible lead revision and or extraction in the future. Additional information received indicated this device exhibited inappropriate shocks due to lead issue. The patient was admitted in the hospital as they discovered the defective lead. This ICD device was explanted and successfully replaced due to non-product issue. No additional patient adverse effects were reported. This device is not expected to return for analysis.